Manufacturer narrative:
(B)(4). It is unclear whether the device will be returned or not. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the maude event report, number mw5072906, during a revision of a vp shunt, a mould infection was present on the shunt tissue and the fungal culture of the shunt body fluid. The email mentions that the cdc provided that 2 devices were involved: an ns5091 evd catheter and an 828804pl certas plus.